Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 350cc gel breast prostheses developed cancer in her left breast post implantation. As a result, the patient underwent a left breast lumpectomy procedure post implantation. Additionally, the patient was diagnosed with rheumatoid arthritis and lupus post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-12568 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 10-oct-2023, mentor received additional information about the event. The patient was diagnosed with osteoarthritis post implantation. Manufacturer¿s reference number: (B)(4).